Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the pacing thresholds were high. The operating physician thought weather the leadless ipg was pushed insufficiently. It was further noted that because the tined lead was not fixed by the diagonal tines but by two adjacent tines, the lead moved due to body movement or heartbeat, resulting in device instability and increase in threshold. It was reported that the leadless ipg was reprogrammed at first and explanted and replaced on a further date. No patient complications have been reported as a result of this event.